Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: karches c., friedl w. (2002) secondary dislocation after synex cage implantation. Unfallchirurg· 105:744-747. This report is for unknown synex cage/unknown quantity/unknown lot. (B)(4). The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following literature article; karches c., friedl w. (2002) secondary dislocation after synex cage implantation. Unfallchirurg- 105:744-747. The authors describe four cases of dislocation of the synex-cage. For the ventral instrumentation of spine fractures these patients were treated with titanium-cages (synex, synthes), bone cement and cortico-spongious pelvis bone. Case 1: (B)(6) male patient suffered an unstable lv-1 fracture after a fall. The resection of the first lumbar vertebrae and neighbouring intervertebral discs was carried out. The patient was treated with synex cage, competitor's plate fixations from t12-l2 and iliac crest spongiosa was deposited. The first post-operative radiographs showed good positioning of the implant, however progressive radiographs showed a sinking and tilting of the cage. Mobilisation was reduced, kyphosis, sitting and rotational stresses were avoided. The mobilisation into a standing position occurred from the prone position. Further x-ray controls showed no further sinking. This report refers to case 1: sinking and tilting of the cage post-operatively. This is report 1 of 4 for (B)(4). This report is for an unknown synex cage. A copy of the literature article is being submitted with this medwatch.